Event description:
It was reported that needle would not retract while using bd insyte¿ autoguard¿ bc shielded IV catheter. No patient injury reported. The following information was provided by the initial reporter: unable to withdraw needle into safety part. Patient had to be stuck again. Unsure if trying to re-thread needle in angiocath.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes . D10: returned to manufacturer on: 19oct2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one opened 24g x 0.75in. Insyte autoguard bc unit with no product documentation to indicate the reference or lot number. A gross visual inspection found that the needle was bent and partially retracted. The bend in the needle was preventing full retraction as it prevented it from moving past the nose of the catheter adapter. The needle was un-retracted to get a better view of the bend. Further inspection of the needle found that the bend originated at the notch and was bent at an angle less than 90 degrees. Damage to the needle cover could help narrow down where the defect occurred, however, as the needle cover was not returned it cannot be determined with certainty whether the defect occurred in the user or manufacturing environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that needle would not retract while using bd insyte¿ autoguard¿ bc shielded IV catheter. No patient injury reported. The following information was provided by the initial reporter: unable to withdraw needle into safety part. Patient had to be stuck again. Unsure if trying to re-thread needle in angiocath.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.